Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited noise. The patient also received a vibratory notification from his implantable cardioverter defibrillator (ICD), indicating a pacing lead impedance of less than 100 ohms. Noise could be reproduced with isometrics. The lead was explanted.